Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood were observed. Charred tissue particles were observed on the jaws. The heater wire on the hot jaw was slightly flexed at the middle and the tip of the jaw. It remained attached at the base and the tip of the jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU (B)(4) with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. It was observed that the button on the switch was stuck in "on" position. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ and the analyzed failure " bent wire" were confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not turn off even though the thumb trigger was no longer being activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not turn off even though the thumb trigger was no longer being activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.